Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's wound at the ipg site was not healing as intended. The patient underwent surgical intervention in february wherein the ipg site was washed out. No infection was confirmed. As of (B)(6) 2016 the patient is under the physician's observation.

Event description:
Further follow up identified as of 05/22/2016 the wound has healed.